Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that high impedances were measured on contacts 8-15 (>20000 ohms) during an ins replacement surgery following the attachment of the lead/extension. Initially the impedances were good, and then one contact went 'out' and then all contacts went 'out.' The rep was going to see if they could get a new extension from a coworker. No patient complications were reported. Additional information received from the rep reported that the cause of the high impedances was unknown. The rep reprogrammed around the 2 electrodes affected by the high impedance and the patient was able to get pain relief. No further complications were reported.